Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma-late", "necrosis", "lymphadenopathy", and "drainage" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy; "small amount of fluid"; "rust-colored discharge"; necrosis.

Event description:
Patient representative reported right side "dense fluid" and necrosis. Healthcare professional later reported "lymph nodes measuring 13mm", "a small amount of fluid", "rust-colored discharge", "painful", "skin in this area is reddened". Patient reported right side "cancerous lesion", which is not device-related. Healthcare professional also reported right side "small cysts", which is not device-related. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: cancer-breast: unable to observe since it is not related to the device. Necrosis-breast: unable to observe since it is not related to the device. Seroma-late-breast: unable to observe since it is not related to the device. Lymphadenopathy-breast: unable to observe since it is not related to the device. Erythema-breast: unable to observe since it is not related to the device. Drainage-breast: unable to observe since it is not related to the device. Cyst(s)-breast: unable to observe since it is not related to the device. Pain-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient representative reported right side "dense fluid" and necrosis. Healthcare professional later reported "lymph nodes measuring 13mm", "a small amount of fluid", "rust-colored discharge", "painful", "skin in this area is reddened". Patient reported right side "cancerous lesion", which is not device-related. Healthcare professional also reported right side "small cysts", which is not device-related. The device has been explanted and replaced with a non-allergan device.